Event description:
It was reported that the patient's neurostimulator were replaced due to normal battery depletion. The replacement neurostimulators were later removed due to infection. The patient was not re-implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3387s-40, lot# v170161, implanted: 2009 (B)(6), explanted: 2012 (B)(6); extension: model 748251, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2012 (B)(6). No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.